Manufacturer narrative:
(B)(4) date sent: 2/1/2016. Information asked for but unknown or not provided during initial contact. Information not available, device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot/batch. Batch # unk. Additional information requested but unavailable: can you confirm whether or not the device was eventually opened? If yes, what troubleshooting steps were taken to open the device? Is the device available for return?

Event description:
(B)(4).